Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self, restart error, operating currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor, off no power and excessive no delivery tests due to blank display. Unit received without battery cap unable to confirm damage. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer used multiple new batteries to start up the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.